Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing. It was noted that there were atrial tachy response (atr) episodes showing farfield r wave oversensing which were falling into the refractory period and caused inappropriate mode switch. Technical services (ts) reviewed and confirmed that the farfield oversensing was on the right atrial (ra) lead channel. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.